Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 0-jul-2018 with the following findings: during investigation, the battery compartment was cracked on the side from the threads to the cover. No battery cap was returned with the pump. No battery life issues were observed in the black box. The black box showed replace battery alarms and low battery alerts occurring due to normal battery wear. A test battery cap was able to attach to the pump and power it on. The current draws measured within specifications. A battery life issue was not duplicated during testing. The pump cover was removed to find no further evidence of moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The battery compartment was found to be cracked. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no serious injury associated with this complaint.